Manufacturer narrative:
Device evaluation: lens was returned in micro-centrifuge vial, with moisture and residue/debris on the product. Visual inspection found fiber on lens surface. Claim# (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. PMA/510k: this product is not marketed in the us. (B)(4). Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5_12.6, -5.50/1.0/090 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was replaced with a same size , similare (sphere/cylinder/axis) lens due to refractive surprise. The problem was resolved. Cause of the event is reported as unknown.

Manufacturer narrative:
(B)(4).